Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the atb35 hit something as the cartridge head was being turned and the staple cartridge fell into the pt. The surgeon was able to retrieve the cartridge laparoscopically with a babcock. The case was completed with the same instrument and different cartridges. There was no consequence to the pt.